Event description:
It was reported that during placement of pedicle screws at l3-s1 procedure, surgeon tried to attach a screwdriver to a long holding sleeve and the threads on the sleeve peeled off. During final tightening, surgeon was using two stardrives and the tips appeared to be broken or worn away. (Both instruments are less than a year old.) Surgeon opted to use shorter stardrives instead. While trying to persuade down a rod, a persuader became stuck on a screw cap and one of the tongs became bent. Surgeon used a backup to successfully complete the procedure. Patient was not harmed. All four instruments are available for return.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed the first thread on the distal end is partially sheared off. The remaining threads appear to be undamaged. The tip cannot be inserted into a screw due to the damage. The technique guide illustrates how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. The condition of the threads indicates that the engaged holding sleeve was partially unthreaded from the implant interface, at which point a cantilever load was applied to the assembly. This incomplete engagement allowed the cantilever force to concentrate on one section of the threads, exceeding the design limits. An internal corrective action has been opened to address this issue. It is concluded that this complaint is valid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for complaint (B)(4).